Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Device inspection and testing did not confirm the reported error code b30; however, scope communication error code e315 was observed and found to be caused by a faulty charge-coupled device (ccd) unit. Additionally, leakage from the scope connector was observed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during pre-checks in preparation for use, the hd autoclavable camera head presented a b30 error (scope communication error). There was a delay in the procedure, but there was no impact on the patient. The procedure was completed with another device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the video function did not work properly due to the charged coupled device unit failing, causing the reported error message to display. Olympus will continue to monitor the field performance of this device.